Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d4, g3, g6, h1, h2, h3, h6, and h11. As reported, a 5f tempo aqua ver 100cm was unpacked during an angiography procedure. A leak was found at the luer hub of the catheter when flushing. The location of the breakage/leak is at the length mark of the tailstock/luer hub, about 100cm from the distal end. It was noted that device was not used in the patient. The procedure was completed with the use of an unknown catheter. There was no reported injury to the patient. There was no damage to the packaging of the device. The product was stored properly according to the instructions for use (IFU). There were no kinks or other damages noted prior to inserting the device into the patient. The device was never in an acute bend. The device will not be returned. Without the return of the device or images for analysis, the reported customer event ¿luer hub-leakage¿ could not be confirmed. Storage or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a 5f tempo aqua ver 100cm was unpacked during an angiography procedure. A leak was found at the luer hub of the catheter when flushing. The location of the breakage/leak is at the length mark of the tailstock/luer hub, about 100cm from the distal end. It was noted that device was not used in the patient. The procedure was completed with the use of an unknown catheter. There was no reported injury to the patient. There was no damage to the packaging of the device. The product was stored properly according to the instructions for use (IFU). There are no kinks or other damages noted prior to inserting the device into the patient. The device was never in an acute bend. The device will not be returned for evaluation as multiple attempts were made without success.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f tempo aqua ver 100cm was unpacked during an angiography procedure. A leak was found at the luer hub of the catheter when flushing. The location of the breakage/leak is at the length mark of the tailstock/luer hub, about 100cm from the distal end. It was noted that device was not used in the patient. The procedure was completed with the use of an unknown catheter. There was no reported injury to the patient. There was no damage to the packaging of the device. The product was stored properly according to the instructions for use (IFU). There are no kinks or other damages noted prior to inserting the device into the patient. The device was never in an acute bend. The device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.